Event description:
Physician performed a diagnostic procedure on an obese female with a bifurcation at the lower part of the femoral head, using the arstasis device. The physician was able to receive both primary and secondary mark, however, was unable to advance the .018 guidewire. The physician pulled the device out and noted that the sheath was almost completely separated from the device, upon handling after the case, the sheath completely detached. Access was obtained using conventional method and there was no pt injury.

Manufacturer narrative:
A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation, arstasis has identified a design improvement, new specification and new test method that are intended to reduce the incidence of sheath detachment. The design change has been submitted to the peripheral vascular devices branch in the office of device eval as a special 510(k) submission. The submission is currently under review.